Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of had what seemed to be a good ECG image, but we found out on cxr from subsequent days that the PICC was in fact deep was confirmed. The magnet tracking functionality (PICC) is not functioning initially until after the sensor ECG functionality is used first. The magnet tracking then functions correctly going forward. The root cause is material failure of the usb cable due to device use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by vascular access team, "placer placed a right arm PICC with a 40cm trim for tpn on patient on 7/28, using the 3cg sherlock for confirmation since the patient didn't appear to have a cardiac history that could interfere with confirmation. She had what seemed to be a good ECG image, but we found out on chest x-ray from subsequent days that the PICC was in fact deep. Today 8/8 the team contacted us trying to figure out if the PICC could be playing a role in his new svt. Since we thought this was a legitimate possibility, and in effort to remove variables, I placed a new PICC into his left arm with a 44 cm trim. I got an ECG rhythm with negative deflection at -1 (taper fully inserted to skin) and retracted 1cm out with the deflection disappearing and keeping large p-wave peaks as expected for a well-positioned line. To fully ensure position, I had a chest x-ray performed and this new line was also far too deep. We concluded the patient has abnormal brachiocephalic vein anatomy which was throwing off our measurements and creating shortened pathways to the svc. 3cg verified both lines as well positioned, even though I had to over-wire exchange my line based off of the chest x-ray and shorten it by 6 cm to a 38 cm trim in order to not leave the tip in the heart." This report addresses both mal-positioned placements.